Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a left ventricular assist device (lvad) fault alarm. Log file review was requested, and the periodic and event log files contained lvad_internal_fault / (f59,f46) e2p_crc alarms on (B)(6) 2024. Technical services stated that the error codes were associated with an lvad eprom fault which indicated a transient miscommunication between the pump and the system controller. It was noted that the alarm causes the pump to change the pump speed to 5000 rpm. Technical services also stated that the alarm may be resolved with a power cycle to the pump. Additionally, the log file contained a few low flow estimates as well as sustained low flow hazard events. These events may have been a result of the lower speed change caused by the lvad fault. The doctor decided to just change the controller and the patient benefited from a modular cable exchange since it was starting to show degradation. The site noted that since planning to send back the controller with the fault, no additional log files had been downloaded. The new controller was stated to work great, and speed increased back to 5500. Additional log files were submitted for review, and the event log file recorded a few pump reset event during this history on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. Technical services noted that the event was very brief (< 5 seconds) and likely did not generate an alarm, and that it appeared to be due to an electrostatic discharge (esd) event. The pump was designed to automatically reset when subjected to a high static discharge event and was off for approximately 4 seconds during these resets. The lvad eprom fault was also likely caused by an esd event also.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation due to the reported event of a left ventricular assist device (lvad) fault alarm. The reported alarm was observed within the provided log file; however, it was determined that the cause of the alarm was unrelated to the system controller and will be addressed via the lvad¿s investigation. The returned system controller (serial number hsc- (B)(6) was functionally tested and was found to perform as intended. Per additional information, the controller was exchanged to resolve the alarm; however, the observed alarm is designed to resolve with a power cycle to the pump. The root cause of the reported event was determined to be related to the lvad and could not be correlated to an issue with the system controller. Review of the device history record for system controller, serial number hsc-(B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Details added for additional log files that captured pump resets on (B)(6) 2024, thought to be due to an esd event, pertain to a different patient and is covered under MFR #s: 2916596-2024-01058 (heartmate 3 lvas) 2916596-2024-01059 (heartmate 3 system controller).